Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2011. Advantage fit was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; anal pain; rect pain; pain inter; diff bowel; rec incont; aggrav incont; damage; psych; oth pain: nerve and muscle pain in legs and feet. Another vaginal vault prolapse mesh (upsylon y-mesh) was subsequently implanted into this patient. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: lyrica for the treatment of: to alleviate nerve and muscle pain. Treatment duration: over 10 years. On (B)(6) 2011 the patient commenced incontinence medication: oxytrol patches for the treatment of: to treat incontinence. Treatment duration: 3 months. On (B)(6) 2012 the patient commenced psychological medication: duloxetine for the treatment of: anxiety and depression. Treatment duration: 9 years. On (B)(6) 2012 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for incontinence. Treatment duration: 8 years. On (B)(6) 2011 the patient commenced topical treatment (including oestrogen cream): vesicare for the treatment of: to treat incontinence . Treatment duration: couple of years. On (B)(6) 2011 the patient commenced pain medication: palexia for the treatment of: to alleviate general pain. Treatment duration: unsure. On (B)(6) 2011 the patient commenced pain medication: panadol for the treatment of: to alleviate general pain / muscular and nerve and skeletal pain. Treatment duration: over 10 years. On (B)(6), 2020 the patient commenced incontinence medication: betmiga for the treatment of: to treat incontinence. Treatment duration: 3 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for incontinence. Treatment duration: 2 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2011. Advantage fit was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; anal pain; rect pain; pain inter; diff bowel; rec incont; aggrav incont; damage; psych; oth pain: nerve and muscle pain in legs and feet. Another vaginal vault prolapse mesh (upsylon y-mesh) was subsequently implanted into this patient. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: lyrica for the treatment of: to alleviate nerve and muscle pain. Treatment duration: over 10 years. On (B)(6) 2011 the patient commenced incontinence medication: oxytrol patches for the treatment of: to treat incontinence. Treatment duration: 3 months. On (B)(6) 2012 the patient commenced psychological medication: duloxetine for the treatment of: anxiety and depression. Treatment duration: 9 years. On (B)(6) 2012 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for incontinence. Treatment duration: 8 years. On (B)(6) 2011 the patient commenced topical treatment (including oestrogen cream): vesicare for the treatment of: to treat incontinence . Treatment duration: couple of years. On (B)(6) 2011 the patient commenced pain medication: palexia for the treatment of: to alleviate general pain. Treatment duration: unsure. On (B)(6) 2011 the patient commenced pain medication: panadol for the treatment of: to alleviate general pain / muscular and nerve and skeletal pain. Treatment duration: over 10 years. On (B)(6), 2020 the patient commenced incontinence medication: betmiga for the treatment of: to treat incontinence. Treatment duration: 3 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for incontinence. Treatment duration: 2 months.